Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summaryaccording to the information provided, it was reported that 2 times the suction of 2 vapr cp90 electrode (all: 228146; all: lot u2008009) were blocked, before they were in-sito. The complaint device was received and evaluated. Visual inspection revealed that the electrode is in normal condition, any anomalies on the device could be observed. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The electrode tip shows signs of activation. When performing the functional test, the electrode was connected to the vapr vue test generator, the ablation function was activated for 1 minute, the electrode worked as intended. Under coagulation function, the electrode was activated for 1 minute and the electrode worked as intended. For the suction testing, the electrode was sent to the manufacturer. Manufacturer evaluation result for vapr coolpulse90 electrode: device was not returned in the original packaging. Device appears in a used condition. There was staining visible in the suction tube which appears to be uv glue. No visible damage to the device shaft, handle, cable or plug on either device. The electrical test was performed, as a result, all the parameters passed the test. Functional testing was conducted using vapr vue generator (gml4854/2); the flow rate test failed. Manufacturer summary: the customer claimed that the device suction was blocked before use. From our investigation we're able to confirm the customer reported suction issue with the returned electrode. The blockage was found at the proximal end of the active suction tube and was caused by uv glue. The failure mode seen has been caused by uv glue within the active suction tube and is consistent with other complaint devices investigated under CAPA no. Cap-101588. The severity risk category is ¿minor¿- results in temporary injury or impairment not requiring professional medical attention. For this scenario a pre mitigation risk of grid 10 and a post mitigation risk of grid 10 are stated, which is ¿minor¿ and ¿frequent¿ and rated as as low as reasonably achievable (alra). A review of our complaint records over the last 12 months to assess the frequency for this failure mode shows this defect to be of low occurrence and is as anticipated in the risk analysis. Our analysis shows that the frequency is below the anticipated rate of failure detailed in the ra risk management document. A manufacturing record evaluation was performed for the finished device u2008009 number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic shoulder stabilization procedure on (B)(6) 2021, it was observed that the suction on the vapr coolpulse90 electrode device was blocked. Another like device was used to complete the procedure with a five minute delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.